Manufacturer narrative:
(B)(4) an investigation was conduct to evaluate this issue. It was determined that the issue was caused by a leaking trigger and pre-trigger tubing that was not inserted into the waste line. According to the operators manual, electric hazards section instructed the user to keep liquids away from all connectors of electrical components, to keep the floor dry under and around the architect system and to call service for trouble shooting error code 5000. A twelve-month complaint search found no complaints with similar issue. The customer was educated on how to resolve this issue and abbott personnel were also trained on corrective actions to resolve similar issues.

Event description:
The customer called abbott field service representative (fsr) for error code 5000 (liquid level sense and z cable has a poor connection, hardware failure) generated by the architect analyzer. While inspecting the instrument, the fsr noticed flames coming out from the shutter motor cable when the instrument was powered up. No injuries were reported. The fsr found out that the shutter motor connector was wet and the waste tubing for the trigger and pre-trigger was not inserted into the waste line. The fsr performed some maintenance procedures and connected the waste tubing back into the line in order to contain the issue. No impact to patient management or user safety was reported.